Event description:
Alleged the siderail has a broken weld at the latch block which is preventing the siderail from latching.

Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.